Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for broken safety shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for broken safety shield with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the safety shield dislodged with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: dislodging of needle eclipse shield. The incident happened last (B)(6) 2019 during blood collection on a patient, and was about to activate the needle shield of the bd vacutainer needle eclipse g21x1.25. The needle shield dislodged from its body and when started to pushed it on the side to activate using her right index finger.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield dislodged with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: dislodging of needle eclipse shield. The incident happened last (B)(6) 2019 during blood collection on a patient, and was about to activate the needle shield of the bd vacutainer needle eclipse g21x1.25. The needle shield dislodged from its body and when started to pushed it on the side to activate using her right index finger.